Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient lost access to sound suddenly. Additional information received stated that the floating mass transducer (fmt) was not over the round window anymore. Revision surgery is planned to take place on (B)(6) 2014.